Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 40 mg/dl. The customer treated low blood glucose level with pineapple juice. The customer did not mention any symptom related to low blood glucose level. The customer also reported no delivery alarm on the insulin pump. Troubleshooting was performed and the insulin exited at fixed prime. The insulin pump will be returned for the analysis.